Manufacturer narrative:
The device was discarded by the facility, therefore an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
It was reported that during a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was 90% stenosed and a ventricular assist device was utilized during the procedure. The initial non-csi guidewire was replaced with a csi viperwire guidewire and the lesion was treated with two passes of the oad on low speed. When the oad was removed, the lesion was re-wired and three stents were placed. Dye was injected and a perforation was noted in the left anterior descending artery. The patient status began to decline and resuscitation efforts were performed, however the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
In addition to the perforation and patient death, it was reported that a vessel spasm occurred distal to the region of oad treatment.